Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump's IV shows the serum rate on the screen but does not lower the infusion, intravenous shows "lowering indicated rate" but serum remains with the prepared volume (it does not go down)" during delivery in the intensive care unit. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "intravenous shows "lowering indicated rate", but serum remains with the prepared volume (it does not go down)" was not reproduced. The event history log review was completed and the customer reported problem could not be confirmed through the event history log. An infusion on customer's reported event date could not be confirmed. No abnormalities were observed through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.